Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 145 mg/dl while the sensor glucose reading was 71 mg/dl. The customer stated that the sensor went into threshold suspend. The customer mentioned that the sensor kept beeping and would not stop. The customer stated that she calibrated twice.